Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The sheath passed all standard manufacturing testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing. The device was gently pressurized with 6 psi at the flushing line lure fitting while plugging the distal tip of the sheath, using an isaac tester. The pressure decay value passed. Additionally, the test was run again with the handle submerged after removing the outer shell. No bubbles were observed, and it passed testing. No bubbles were observed during the aspiration test.

Event description:
A polarsheath was selected for use during the procedure to treat paroxysmal atrial fibrillation (a fib). It was reported that the sheath and balloon were inserted into the left atrium, and air was drawn in through the valve when negative pressure was applied. They were informed that applying negative pressure after inserting the balloon is not recommended, so the pressure was pulled back slowly. The sheath was replaced, and the procedure was completed successfully without patient complications. The device will be returned for analysis.

Event description:
A polarsheath was selected for use during the procedure to treat paroxysmal atrial fibrillation (a fib). It was reported that the sheath and balloon were inserted into the left atrium, and air was drawn in through the valve when negative pressure was applied. They were informed that applying negative pressure after inserting the balloon is not recommended, so the pressure was pulled back slowly. The sheath was replaced, and the procedure was completed successfully without patient complications. The device will be returned for analysis.